Event description:
It has been reported to philips that the device screen calibration is off.

Event description:
It has been reported to philips that device screen calibration is off and can not be fixed by the customer.